Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a high blood glucose level 29.8 mmol/l. The customer stated that prior to the event, she was experiencing severe abdominal pain and other issues. The customer also stated that she has a bent cannula. Programming was checked and her bolus history and daily totals did not add up. Nothing further was reported.